Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited an intermittent capture and r-wave amplitude variation. X-ray was performed and revealed a dislodgement of the rv lead. During the procedure, the lead was found to be damaged where the proximal end of the lead was kinked and had helix mechanism issue resulting in failure to retract the helix. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.